Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The article did not provide the product identification necessary to review manufacturing history. (B)(6). Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2016-02551/3002806535-2016-00551).

Event description:
Information was received based on review of a journal article titled, "acute disassembly and dissociation of a dual-mobility next-generation prosthesis" which examines a case study of a patient with a dual mobility hip prosthesis. A patient was identified in the article that underwent a total hip arthroplasty with metal-on-metal implants on an unknown date. The patient was revised to a dual-mobility prosthesis ten years post-implantation due to elevated metal ions. During the procedure, the femoral head was removed and replaced and a bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.